Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that three abrasions were noted near the tip in the outer silicone insulation. The poly insulation underneath these abrasions was intact and undamaged. Moreover, one other abrasion noted near the tip in the outer silicone insulation and the silicone insulation underneath was intact and undamaged. The abrasions were smooth and concave and the abrasions did not breach the inner insulations. Furthermore, due to the type of damage this was consistent with lead-on-lead contact coupled with movement.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. This left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.